Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 140mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No button error alarm. No moisture damage inside insulin pump. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and missing end cap sticker.